Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that white crystalized foreign material was found in the auxiliary water channel, which was believed to be infacol (simethicone), the cause for the material remaining in the channel could not be determined. Three attempts were performed to obtain additional information regarding there processing methods, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was leaking at the distal end. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device decontamination prior to return, it was observed that there were remnants of white crystallized contamination, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found at the time of decontamination of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a leak in the biopsy channel and as a result, failed the condition and brush passage test. Upon further inspection white crystalized contamination was also confirmed in the auxiliary/jet channel, causing a cloudy appearance in the tube. The substance was identified as likely being remnants of infacol (simethicone) medication. The auxiliary was removed to further investigate this channel. A small cleaning brush, model bw-400t was used to clean the debris in the channel. The suspected contamination was removed with the brush and the channel appeared free of foreign debris. This occurrence was determined to be due to customer handling while reprocessing the scope. It was observed that the scope connector had water leakage that required water ingress ventilation. It was also observed that the light cover glasses were cracked. Also, the adhesive of the light cover glasses was worn. It was observed that the adhesive of the optical cover glass was worn, and the distal end adhesive was lifting. It was also observed that the control body aspiration housing and the air and water housing had colored ring worn. It was observed that the image condition did not meet standard. The following tests did not meet standard: hot and cold test due to misty image, the electrical safety test, and the automated air leak test. The following angles did not meet specifications and needed adjustment to meet standard: up angle, down angle, left angle, right angle, up-down angle play, left-right angle play. Lastly, it was observed that the angle stiffness was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.